Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. The first cylinder had wear at a fold in the proximal end and middle of the cylinder. The cylinder had a hole in the outer tube from kink resistant tubing (krt) wear in the proximal end. The first cylinder passed the leakage testing. The second cylinder had wear at a fold in the proximal end and middle of the cylinder. The second cylinder passed the leakage testing. The momentary squeeze (ms) pump passed visual and leakage testing. The pump did not pass activation testing. The flat reservoir had wear at a fold in the shell and a hole with a leak at the corner of a fold.

Event description:
It was reported that inflatable penile prosthesis (ipp) was explanted for unspecified reasons. A new ipp was implanted. There were no patient complications reported. The device was returned and analysis identified an issue with the pump.